Manufacturer narrative:
It was reported by the (B)(6), that on (B)(6) 2015, the surgical table fell into full trendelenburg position at conclusion of the surgery procedure. There was no injury or adverse consequence reported. A stryker field service technician went to the customer site and visually examined the table and completed a full mechanical evaluation. The fst reviewed logs showing that the onsite biomedical engineer tested and released the table for use on 27-jul-2015. A stryker field service technician is planning to go back onsite and perform additional testing prior to releasing the table to full use.

Event description:
It was reported by the (B)(6), that on (B)(6) 2015, the surgical table fell into full trendelenburg position at conclusion of the surgery procedure. There was no injury or adverse consequence reported.

Manufacturer narrative:
A (B)(4) field service technician concluded from their last onsite investigation that the table had been maintained by the biomed, but it had been out of use for 10 months prior to the event. Within weeks of the occurance, the onsite biomed documented that the table was in good working order. After (B)(4) investigation it was determined that the trend cylinder was not connected properly and should not have been tampered with by the customer. During the investigation it was also discovered that the customer was using a recalled hand pendant (z-1488-2013). Maintenance of this device was the cause of this complaint.

Event description:
It was reported by the (B)(6), biomed (B)(6), that on (B)(6) 2015, the surgical table fell into full trendelenburg position at conclusion of the surgery procedure. There was no injury or adverse consequence reported.